Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, display window, crackled reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was getting ready to eat dinner. The customer's blood glucose was 106 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.